Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during the installation of the sherlock PICC catheter, and at the time of puncture, the nitinol guidewire was passed through, and when the clinician tried to remove it, it got stuck, preventing it from exiting the blood vessel, and finally when the guidewire was removed, a burr was felt at the end. This event caused the patient to be re-punctured and the vein was manipulated excessively.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a burr on a guidewire was confirmed and determined to be manufacturing related. The product returned for evaluation was one nitinol guidewire. A gross visual inspection of the returned unit found that a kink and multiple bends were present on the guidewire but none of them had uneven surfaces that could be qualified as a burr. Further inspection under a microscope found that the proximal end of the outer coil wire had an abrupt transition to the core wire as no adhesive transition was present. When a finger was pressed against the guidewire and ran over the transition, a small amount of resistance, like passing a bump, was encountered. It is likely that this is the "burr" described by the complainant. An adhesive transition must be present at the proximal end of the outer coil wire. The absence of the transition suggests that adhesive was inadequately applied during product manufacture.